Event description:
Customer reportedly obtained results of 122 mg/dl, 265 mg/dl, 194 mg/dl, 222 mg/dl, and 203 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.